Event description:
It was reported that 12 of the bd plastipak¿ luer-lok¿ syringe were broken. The following information was provided by the initial reporter, translated from portuguese to english: hub broken.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual evaluation, package damaged, luer cracked, barrel cracked, plunger rod broken , flange damaged and foreign matter can be observed. A review of the device history was performed for lot 2290621, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 of the bd plastipak¿ luer-lok¿ syringe were broken. The following information was provided by the initial reporter, translated from portuguese to english: hub broken.